Manufacturer narrative:
This report is being redacted because it was discovered to be a duplicate of FDA report # 9614453-2014-00303.

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earlier than expected and was currently at the end of life (eol) battery voltage level. The device interrogation report indicated that the device should be replaced immediately and tech services recommended the device be returned for analysis. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 4076-58 implantable pacing lead, 2010-(B)(6), 4194-88 implantable pacing lead 2010-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.